Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 8286626) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse, menstrual disorder and vaginal bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomies with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records recived, new reporter, patient details, concomitant information ,lot number added. Medical device removal updated to menorrhagia and irregular menses events was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 8286626 - not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse, menstrual disorder and vaginal bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomies with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.